Event description:
In a review of historical data, the (B)(6) hospital identified a patient who they felt may have developed radiation-induced liver disease. The patient was first treated on (B)(6) 2011 and was admitted to hospital on (B)(6) 2011, 3 months after first treatment with noticeable "abd bloating and ankle. Required parenthesis twice a week removing 5 liters with albumin replacement)" the patient also reported significant fatigue. The patient received a second therasphere treatment on (B)(6) 2012. The patient died on (B)(6) 2012. Cause of death listed: complications of non alcoholic steatohepatitis-induced cirrhosis and hcc. No further information was available. Successful segment 6 hepatic arterial theraspheres yttrium-90 radioembolization, delivering a dose of 0.65 gbp (17.6 mci) to segment 6 right liver without complication. This represents 97.5% of the drawn dose and 104.6% of the prescribed dose. Successful segment 5, 7, and 8 hepatic arterial theraspheres yttrium-90 radioembolization, delivering a dose of 1.84 gbq (49.7 mci) to segment 5, 7, and 8 without complication. This represents 99.2% of the drawn dose and 99.3% of the prescribed dose. Addendum: segment 6 - with 0.45 mci residual activity, calculated dose to target liver was 109.6 gy and calculated dose to lung was 0.98 gy. Segment 5, 7, and 8 -with 0.4 mci residual activity, calculated dose to target liver was 96.31 gy and calculated dose to lung as 2.76 gy.

Manufacturer narrative:
Given the information provided by the hospital (multiple attempts were made to clarify the information), it is difficult to distinguish between disease progression and radiation-induced liver disease cause by therasphere. Imaging and test results could clarify the association.